Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving the air detected in cassette message multiple times during dwell 1 of 5 of treatment and contacted technical support after also receiving multiple supply bag lines are blocked messages. The supply bag lines are blocked message reoccurred after pressing ok, and the power fail recovery failed messaged appeared after rebooting the cycler, at which point treatment was canceled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and a new cycler was issued to the patient. The patient was also advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information was requested, however to date a response has not been received. It was not reported during the initial call that the patient experienced any serious injuries, adverse events, or required medical intervention as a result of the reported event. The cycler set used by the patient was not returned for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An ¿as-received¿ treatment was performed and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, teach pump test, and a patient sensor calibration check. A mushroom head check was performed and passed. An internal visual inspection of the cycler found dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.